Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) didn't load properly in the delivery device. The device failed to load during step 4 of the ¿sharp¿ four-step process. The blue slide lock engaged. The white plunger was pressed. A patient was indirectly involved but no damage or device was brought up to the patient to use. They opened a second device to complete the procedure. Slight procedural delay but not really. No harm to the patient.

Manufacturer narrative:
Trackwise ID 786521. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 03/20/2023. An investigation was conducted on 03/22/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with the seal and tension spring assembly was returned for evaluation. The white plunger was not depressed, and the blue safety was off, which allows for the white plunger to be depressed. The seal was observed to be in a rolled state in the delivery device. There were no visual defects observed on the seal. A mechanical evaluation was conducted. The white plunger was depressed and the seal and tension spring assembly was properly deployed outside the delivery device. There were no visual defects, no cracks or delamination was observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot #3000294388 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.